Event description:
The patient received the scs system on (B)(6) 2009. It was reporrted the patient is experiencing the ipg intermittently shutting off on its own. The patient reported that this occurs randomly approximately every week to two weeks. The patient has elected to keep the scs system implanted and use scs therapy as is with no further intervention planned at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.